Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: tahmasian, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients leads were coming out of the epidural space. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned. No further information could be obtained despite good faith efforts.